Event description:
Meter name: one touch basic enhanced, strip name: one touch test strips, meter code: unknown, strip code: unknown, strip storage: stored outside of vial. Symptoms: very shaky. The patient reported they went to the ER. Their meter allegedly was inaccurately low. The results on their meter was 46, 38, 36 mg/dl. The result on the ER meter was 450 mg/dl after the patient was treated. The time difference between patient's meter and ER meter is unknown. Treatment was with 8oz orange juice. Patient went to ER and was given orange juice before the ER tested the patient's bg. Patient was admitted to hospital after ER result. The patient's medication was changed after hospitalization. No further information has been reported.